Event description:
The initial reporter received questionable sodium (na) results from three samples from the same patient and blood collection tested on the electrolyte analyzer w/o starterkit 9180. The initial results were not reported outside the laboratory. The reporter questioned the low initial results prompting the patient sample rerun on the cobas pure. Sample 1: the initial na result from the analyzer was 127 mmol/l with a data flag. The repeat result from the analyzer was also reportedly low. The repeat result from the cobas pure was 140 mmol/l. Sample 2: the initial na result from the analyzer was 125 mmol/l with a data flag. The repeat result from the analyzer was also reportedly low. The repeat result from the cobas pure was 136 mmol/l. Sample 3: the initial na result from the analyzer was 127 mmol/l with a data flag. The repeat result from the analyzer was also reportedly low. The repeat result from the cobas pure was 139 mmol/l.

Manufacturer narrative:
The na electrode lot number and the expiration date were requested but not provided. The field service engineer replaced the electrodes. The investigation is ongoing.

Manufacturer narrative:
The sodium electrode serial number is (B)(6). The investigation included a review of the qc data. The qc results on the date of event were within specifications; the qcs after the event were below the lower limit for all levels. The investigation performed calibrations, qcs, and multiple sodium assays on ise 9180 reference analyzers; the investigation was not able to reproduce the event and no issues were noted. The investigation determined the event was consistent with the interplay between the specific core components of the non-roche reference electrode and the sodium electrode, and the main device's operation.